Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt experienced strong stimulation. The pt reported the strong stimulation resulted in motor contractions in his legs. Diagnostic testing revealed normal impedance values. Reprogramming did not resolve the issue. The pt is currently working with his physician to determine the next course of action. No further info is available at this time.